Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 12/7/2017 resulted in defect found; returned test strips produce low readings. Reported defect not reproduced with returned meter and test strip. R&d final root cause investigation has been completed.: most likely underlying root cause of low results are due to improper storage affecting the cover and causing blood leakage.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 242 and 503mg/dl. The expected fasting blood glucose test result range is 150-250mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 369 and 367mg/dl using true track meter. The test strip lot manufacturer's expiration date is 12/20/2019 and open vial date is 11/8/2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6) customer calling states that he meter is giving high blood results. Customer states that this have been going on for two weeks the meter have been giving high blood results. Check the meters memory and the time and date is not set correctly. Check the meter memory and customer states that because of the results dropping so low so fast she does not think her results were that high. Customer states that if her results drop below 80mg/dl she would get symptoms.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with results obtained results of 242 and 503mg/dl. The expected fasting blood glucose test result range is 150-250mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 369 and 367mg/dl using true track meter. The test strip lot manufacturer's expiration date is 12/20/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:74mg/d date:(B)(6) 2017 time:1:57pm fasting, result 2:503mg/dl date:(B)(6) 2017 time:10:21am fasting, result 3:130mg/dl date:(B)(6) 2017 time:10:21am fasting, result 4:120mg/dl date:(B)(6) 2017 time:9:30am non-fasting, result 5:75mg/dl date:(B)(6) 2017 time:9:13am non-fasting, result 6:242mg/dl date:(B)(6) 2017 time:7:39am fasting (after takin her insulin her sugar drops to 75mg/dl. Customer calling states that he meter is giving high blood results. Customer states that this have been going on for two weeks the meter have been giving high blood results. Check the meters memory and the time and date is not set correctly. Check the meter memory and customer states that because of the results dropping so low so fast she does not think her results were that high. Customer states that if her results drop below 80mg/dl she would get symptoms.